Event description:
Tigerpaw was deployed when the pt was on bypass. After the pt was weaned off cardiopulmonary bypass, blood was noted at a hole right where the device was fired. The pt was returned on cardiopulmonary bypass to repair the tissue tear. Pt is fine.